Manufacturer narrative:
The device was not kept for evaluation.

Event description:
Clinical narrative:a 75-year-old female with a history of acute myocardial infarction complicated by cardiogenic shock, consistent with pre-support scai shock stage a, underwent placement of an impella cp device via a right femoral percutaneous arterial approach on (B)(6) 2026 at 10:07 am. The patient was receiving anticoagulation and antiplatelet therapy, including heparin at 1100 units/hour, aspirin 81 mg, and brilinta 90 mg, with coagulation monitoring performed using ptt, with a reported value of 175 at the time of the event. Following transfer to the ICU, the patient developed access site bleeding characterized as a hematoma and bleeding around the sheath at the femoral insertion site, with an estimated blood loss of 0.1 units. Hemostasis was achieved using angle support and new forward tension sutures. The impella cp provided support until successful explant on (B)(6) 2026 at 4:00 pm following successful weaning. The patient survived and was reported to be stable at the time of the complaint outcome. The pump and introducer are expected to be returned for evaluation. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax); d4 (serial); e1; e3. The cause of the access site adverse event was not determined due to insufficient clinical details.